Event description:
It was reported that approximately two weeks post cardiac resynchronization therapy defibrillator (crt-d) changeout; the patient experienced worsening symptoms of shortness of breath. The right ventricular (rv) lead exhibited increases and varying pacing impedances. In addition, the rv lead triggered an alert for undefined high pacing impedances. The rv lead had been reprogrammed at the crt-d changeout to sense rv tip to coil. The rv lead was reprogrammed again following the rv lead impedance alert to tip to coil pace/sense. Additionally, elevated and variable rv thresholds and rv noise were noted. Further review was conducted to assess the rv pin insertion. The patient was brought back for a revision and when all the other leads were removed from the crt-d header; it was determined the rv is-1 portion pin was not all of the way inserted. The rv lead pin was fully inserted and the pocket was closed. The rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419688 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.